Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence and presented with a nonfunctioning device. During a revision surgery, the physician stated that the presentation was consistent with insufficient cuff coaptation. Fluid loss was identified at the cuff but was attributed to a connection issue at the junction between the cuff and the tubing. The pump was confirmed to deliver inconsistent pressure, exhibited intermittent operation, and dimpling of the pump housing was observed despite proper setup and handling. The physician suspected that the pump nonfunctioning was due to material fatigue of the pump housing associated with the observed dimpling. The balloon was noted to be unable to maintain appropriate system pressure, with inflation and deflation issues, and appeared partially deflated. The physician stated that a slow leak of the balloon could not be excluded. The device was explanted and replaced. There were no further patient complic ations.

Manufacturer narrative:
Model number/catalog number: 72400098. Serial number: n/a. Batch/lot number: 1100564838. Model/catalog description: control pump fgs unique identifier (UDI) # : (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100446018. Model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) # : (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Mechanical issue, fluid leak, disconnection, decrease in pressure and urinary incontinence are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available the cause that contributed to the reported event cannot be established. The conclusion codes of cause not established and known inherent risk of device were assigned to this investigation.